Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement and triathlon knee system. It is further alleged that on (B)(6) 2019 she had to undergo a revision surgery due to loosening.